Manufacturer narrative:
Results: the jet7 was kinked approximately 129.5 cm from the hub, 3.0 cm from the distal tip. Conclusions: evaluation of the returned a weakened mark on the distal tip of the catheter. This mark was likely a result of device kinking when being advancing into the rhv as reported in the complaint. If the rhv is not fully opened prior to insertion of the jet7, the catheter may become damaged. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet7 kit. During the procedure, while loading the penumbra system jet 7 reperfusion catheter (jet7) into the rotating homeostasis valve (rhv), the distal end of the jet7 kinked. Therefore, the physician removed the jet7, and the procedure was completed using a new jet7. There was no report of an adverse effect to the patient.